Event description:
This lv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that this lead had large change in pace impedance on (B)(6). The physician was dr. (B)(6). No facility information. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).